Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("5 days post hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), flatulence ("painful gas pain") and loss of consciousness ("felt like I was going to pass out from pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence, loss of consciousness and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: flatulence, loss of consciousness and medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 days post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cerebrovascular accident ("stroke like symptoms"), ovarian cyst ruptured ("ovarian cyst ruptured after hysterectomy (one less than a month)"), flatulence ("painful gas pain"), feeling abnormal ("5 days post hysterectomy/ felt like I was going to pass out from pain"), procedural pain ("5 days post hysterectomy/ felt like I was going to pass out from pain"), headache ("headaches"), nervous system disorder ("neuro problems") and anxiety ("anxiety attacks from essure"). The patient was treated with surgery (hysterectomy). Essure was removed in 2013. At the time of the report, the medical device removal, cerebrovascular accident, ovarian cyst ruptured, flatulence, feeling abnormal, procedural pain, headache and nervous system disorder outcome was unknown. The reporter considered anxiety, cerebrovascular accident, feeling abnormal, flatulence, headache, medical device removal, nervous system disorder, ovarian cyst ruptured and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: flatulence, loss of consciousness, medical device removal, ovarian cyst rupture, stroke like symptoms, headaches, neuro problems and anxiety attacks from essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events stroke like symptoms, headaches, neuro problems and anxiety attacks from essure were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("5 days post hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), flatulence ("painful gas pain"), feeling abnormal ("5 days post hysterectomy/ felt like I was going to pass out from pain") and procedural pain ("5 days post hysterectomy/ felt like I was going to pass out from pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered feeling abnormal, flatulence, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:flatulence, loss of consciousness and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 days post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("painful gas pain"), feeling abnormal ("5 days post hysterectomy/ felt like I was going to pass out from pain"), procedural pain ("5 days post hysterectomy/ felt like I was going to pass out from pain") and ovarian cyst ruptured ("ovarian cyst ruptured after hysterectomy (one less than a month)"). The patient was treated with surgery (hysterectomy). Essure was removed in 2013. At the time of the report, the medical device removal, flatulence, feeling abnormal, procedural pain and ovarian cyst ruptured outcome was unknown. The reporter considered feeling abnormal, flatulence, medical device removal, ovarian cyst ruptured and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: flatulence, loss of consciousness, medical device removal, ovarian cyst rupture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" ovarian cyst ruptured¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.